Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the atrial lead being unable to insert into the header was confirmed in the laboratory. The cause was epoxy found in the ring contact spring.

Event description:
It was reported that during implant, the lead was not able to be inserted into the header. The device was replaced.